Event description:
The hcp implanted the lead and then noted the proximal end of the lead was cracked. The lead was replaced. The patient outcome was reported as 'no injury.'

Manufacturer narrative:
The lead returned to the manufacturer on 09/12/2008 for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.